Event description:
New information noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency department with syncope dizziness and shortness of breath. Upon review, it was discovered that the pacemaker exhibited failure to capture. Further information was requested however, was not provided.

Event description:
New information noted that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output/capture verification under nominal and field settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.